Event description:
The clinic stated that during setup, "particles" were observed in several ipr 150 medication reservoirs after opening the bag and also filling. No medical intervention or injury reported. Product was misplaced at the facility and therefore will not be returned for investigation. This is a first time occurrence for this issue for this product.